Event description:
It was reported that when the surgeon was performing a laparoscopic cholecystectomy he had put the gallbladder in the endopouch. When he went to close the bag one of the "forks" which holds the bag open collapsed into the other and then the metal piece turned into a coil. The bag then broke off the instrument as the surgeon tugged on it. No pt consequences.